Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon turning the pump on from storage mode, the pump time was incorrect. Tandem technical support guided the customer through updating the time on pump. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose was 169 mg/dl.